Event description:
End user reports, 'the lower part of the catheter tube is compressed and stuck to the packaging within the vinyl pouch'. There was no harm reported.

Manufacturer narrative:
MDR 3005778470-2025-00529 / device 2 of 2. E.1: complainant city: (B)(6). Complainant state/province: (B)(6). Complainant phone: (B)(6). Patient country: korea, republic of. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.